Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical error alarm. The customer stated that insulin pump had an open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review, there was corrosion on the pins of the force sensor connector and on some components located on the front side of electrical board , plus there was mold on the tips of the lcd flex cable which plugs into electrical board .